Event description:
Treatment of a bi-lobed aneurysm of the a1-a2 segment of the left aca (anterior cerebral artery). During placement of the third implant coil into the aneurysm, it was reported that the coil prematurely detached with 5cm inside the aneurysm and 3cm inside the catheter. The physician attempted to push the rest of the coil into the aneurysm with the guidewire and also tried to manipulate the catheter to allow the coil to reposition itself. This, inadvertently, caused the aneurysm to bleed. A large vessel occlusion of the ica, mca, and aca occurred and the physician administered intra-arterial drugs to destroy the clot and performed a mechanical thrombectomy and then deployed a solitaire from the mca to the terminal part of the ica to pin the implant coil to the outside of the aneurysm sac. At the conclusion of the procedure, there was a bleed and the mca and aca were again occluded. It was reported that the patient expired three days after the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).